Manufacturer narrative:
(B)(6). Date sent to FDA: 2/7/2018

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that suture involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the sutures used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Reference journal article: title: sternal fixation with resorbable suture material.

Event description:
It was reported in a journal article that a patient underwent a sternal closure procedure on an unknown date and suture was used. The patient experienced a complete dehiscence on the 5th postoperative day after coughing. This patient had no risk factors for sternal wound complications. At reoperation, all sutures were found to be broken at the sternum. There were no signs of infection and the patient recovered after refixation. Late follow-up (1 year after reoperation) showed proper consolidation. Additional information has been requested.